Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
\Information was received from a patient regarding an external device. The reason for call was patient mentioned they had been having difficulty charging their implanted neurostimulator since about a week ago. Patient said they would get a call medtronic message and the implanted neurostimulator would not charge. Patient would reset the controller, but the issue persisted. Patient mentioned the recharger cord was getting hot to the touch when recharging the implanted device. A replacement recharger telemetry module (rtm) was sent out.